Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional additionally reported "devices were not replaced, capsules removed, and same devices were re-implanted". The device remains implanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" "tenderness," and "implants look different" against right device. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.